Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using apidra insulin with the pump. Tandem customer technical support informed customer that apidra insulin is off-label per the user guide. Customer addressed their bg with a correction bolus via pump. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.